Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. The complaint was not confirmed. Based on similar complaints, it is suspected that the rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation method: evaluation based on similar complaints, device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during angiography. The device was discarded. No harm or injury was reported.